Event description:
Received a letter in the mail regarding libre 3 plus sensor being defective. The letter stated some sensors were defective and that they would show low blood sugar when in fact the blood sugar was not actually low. The letter listed multiple serial numbers that were defective. I received a box of the defective sensors. The sensor I received was serial number (B)(6).